Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The f-94 alarm was identified during battery replacement by the technician. The cause was determined to be that the device configurations had not been reset. To address this issue, the device configurations were reset. The device was restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During service by a baxter service technician, a flogard infusion pump experienced an f-94 alarm. This occurred while the technician was replacing the main battery of the device. There was no patient involvement associated with this event. No additional information is available.